Event description:
It was reported to ventec that the device¿s external bacterial filter broke during use. The external bacterial filter connects the patient breathing circuit to the vocsn device. The patient, a baby, was leaving the hospital with their parents at the time of the event. The parents stated that they had set the ventilator into their car and didn¿t recall hitting/bumping it on anything. The device alarmed, notifying the parents of an issue, and they observed the broken filter. The patient¿s mother then held the pieces together so that the device would continue ventilating the patient while the patient¿s father went back into the hospital to obtain a replacement filter. The facility¿s respiratory therapist (rt) went out with the father to replace the filter and check on the baby. The rt advised that the patient survived the reported event and that there was no patient harm as a result of the reported issue. The rt believed there was no harm only because the mother was able to hold the pieces together, ensuring that the baby continued to receive ventilation support while the replacement filter was obtained. (Please note: section a4, weight, is actually 4.8kg but had to be rounded up to 5kg because FDA electronic submissions do not allow use of decimals).

Manufacturer narrative:
H6: neither the vocsn device, nor the broken external bacterial filter were returned to ventec for evaluation. The reporter advised ventec that they were unable to provide the device¿s serial number. As a result, all of section d4 (model#, catalog # and UDI #) is asku (¿asked unknown¿), and section h4 device manufacturer date shall be left blank. The reporter did provide ventec with photographs of the broken external bacterial filter which does confirm that it broke during the event. With the information available, ventec is unable to determine what may have occurred which caused the filter to break. The cause of the reported issue could not be determined.